Event description:
It was reported that tandem charging cable was damaged and no longer functional. There was no reported impact to the customer¿s blood glucose level. A new charging cable was sent to the customer.